Manufacturer narrative:
The device was returned, and the evaluation found a printed circuit board failure. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the lcd monitor did not power on. The issue occurred during inspection for use. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Corrected fields: d8. Additional information added to field: h4, h6. The device was returned to olympus for inspection, and the customer's monitor does not power up was confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. A definitive root cause was not identified, however based on the results of the investigation, the probable cause of the malfunction would likely be due to printed circuit board. Olympus will continue to monitor field performance for this device.